Event description:
The customer stated that, she tested her blood glucose using a breeze meter and a precision meter. The breeze meter read around 250 mg/dl, while the precision read 128 mg/dl. The difference between readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The test strips are to be returned for eval, and replacement test strips will be sent.